Event description:
It was reported that a patient presented for an implant procedure. During the procedure, the atrial lead became dislodged. When repositioning the atrial lead, there was no sensing, no capture, and low pacing impedance. The physician elected to complete the procedure with a different atrial lead. The patient condition was stable.

Manufacturer narrative:
The reported event of failure to sense was confirmed. Visual examination found the helix retracted and clogged with blood/tissue and x-ray examination found the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning, the helix could be extended and retracted when torque applied to the inner coil. The full helix extension length was measured within specifications. Electrical testing did not find any indication of conductor fractures but found shorts between the conduction paths. The cause of the reported event of failure to sense was isolated to the over torqued inner coil inside the connector region consistent with procedural damage. No other anomalies were noted.